Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. Pump drug information was not reported. It was reported that the patient reported that connection to the pump could take up to 5 minutes. This began when their new pump was placed on (B)(6) 2024. Technical services walked the reporter through clearing data and the issue was resolved.